Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient mentioned a line failure in regards to the lead migration from their first implant.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0w6zr, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's symptoms were controlled with the implant and that the implant was working great until it just stopped working. The leads had shifted and were not "connected properly." It took a lot of convincing but an x-ray was taken and the leads and the implantable neurostimulator (ins) were replaced. The lead issue and the ins suddenly stopped working started to occur in (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.